Manufacturer narrative:
Eval in progress but not concluded.

Event description:
During preventative maintenance of the device, the user reported the latch on the flow sensor would not spring close. An alternate flow sensor was installed. The subject flow sensor was returned for investigation. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.